Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the clinic on (B)(6) 2014 and lab work revealed elevated hemolytic markers in the setting of a subtherapeutic international normalized ratio. The patient was admitted for further testing, and was determined to need a pump replacement. The patient underwent a pump exchange from one lvad to another lvad on (B)(6) 2014.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: hemolysis/ pump thrombis.

Manufacturer narrative:
Approximate age of device: 2 yr. 6 mo. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of hemolysis could not be confirmed based on the evaluation of the returned lvad pump. The pump was returned with the percutaneous lead cut approximately 11" from the pump housing and the severed portion was not returned. The inflow conduit and outflow graft were not returned and the outlet elbow had been detached from the pump outlet port. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump rotor found contact marks along the tapered end of the rotor body and the outlet bearing cup. The contact marks appeared consistent with rubbing against a deposition in the outlet stator during pump operation; however, examination of the outlet stator did not reveal any depositions or thrombus formations. The evaluation could not determine the size of the potential deposition or when and how long it may have been present. The cause of the contact marks could not be conclusively correlated to the report of hemolysis. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.